Manufacturer narrative:
The perforator (ID 261221) was returned for evaluation. Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was lightly soiled but no other anomalies were observed. The "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. Root cause analysis- the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The potential causes of failure include: user misuse.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a disposable perforator (ID 261221) during surgery resulting in dural damage. Brain parenchymal surface damage was reported. Hemostasis and dura reconstruction was performed. Anspach was used with the perforator. According to information provided, it is unknown whether the drill was electric or pneumatic. It is also unknown if perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole.